Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 3.00x24mm stent delivery system (sds) was returned for analysis without a stent. No stent returned. Stent separated from sds. The balloon was reviewed. There was no stent on the balloon. The balloon folds were tightly wrapped and had not been subjected to positive pressure. Stent crimp markings were evident on the exposed balloon wall indicating the correct positioning and crimp of the stent on the balloon. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A red blood-like substance noted inside wire lumen consistent with a device used inside a patient. A visual and microscopic examination found damage to the tip. No other issues were identified during the device analysis.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed, 85x3mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x24mm promus element drug-eluting stent was advanced for treatment. However, the stent got dislodged on the renal artery and this was the final location. The physician attempted to remove the stent twice but was unsuccessful. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that the stent got dislodged in a coronary artery, then traveled to the renal artery.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed, 85x3mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00x24mm promus element drug-eluting stent was advanced for treatment. However, the stent got dislodged on the renal artery and this was the final location. The physician attempted to remove the stent twice but was unsuccessful. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.